Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, and was instructed to continue using the pump, with the advice to call back if the issue recurs.